Event description:
Information was received indicating that while in use of a smiths medical cadd extension set for a life sustaining infusion, leak was noted. Subsequently, tubing was replaced. No patient consequences were reported. No adverse effects were reported.